Event description:
End user reports qty (B)(4) from multiple unknown mus in his monthly order of (B)(4) - burrs in eyelets causing sharp pain upon removal and irritation in urethra that can last 3 days. End user has been cathing for 25 yrs from retention, 6-7 x a day, due to being shot and partially paralyzed in 1995. States he recently switched to this product a few months ago as he had received samples of it and liked it., he said he previously received "2 batches that were fine" - so 2 months now he has used this product they were great for him but in this recent order he feels like some were defected with "little burs on eyelets". He said it wasn't everyone, it was about (B)(4) in the last order of his monthly order of (B)(4) he used that didn't have the smooth eyelets he was used to with this product. He said it feels like they have "little burs" on the eyelets with the defected ones. When he inserts them, they feel fine but when he removes them the burs go in the opposite direction as they come out of his urethra, bending against his urethra and cause irritation. He said for about 3 days after using ones like "it is miserable" his urethra feels irritated before dissipating on its own.

Manufacturer narrative:
Device 23 of 25. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. The process parameters were adjusted within the validated window. According to g805311 v. 30.0, sec. 5.12.4. Visual and tactile check of eyelets ¿ no threads and/or frayed edges, slugs/ punch outs are allowed and eyelets have to be smooth. Check of eyelets is provided according to tm-356, ver.3.0 and tests results have been recorded in g905311 form 3. No nonconformity has been registered during the manufacturing process of the affected lot and of the mentioned issue. No complaint was received on lot#4f05511 and malfunction code "uca-pmc07.02 catheter shaft, balloon, tip or eyelets too rough/jagged edges or too sharp." This complaint was presented to the complaint review board on february 13, 2025. Based on the provided information, it is not possible to confirm the issue. This is considered an isolated issue. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.